Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inserted infusion set improperly. Blood glucose (bg) level was impacted (500 mg/dl) and was addressed by administering a manual injection. Multiple attempts were made by tandem's technical support to obtain infusion set information; however, no additional information was provided.